Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external drainage and monitoring system was leaking air into the patient line. There was no patient harm involved in the event.